Manufacturer narrative:
The lead was returned with no complaint reported event. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression. All other damages found on the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.